Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) presented to the emergency room with syncope and rising thresholds. The issue was resolved non-invasively through reprogramming.